Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported active system blood glucose results of 11 mmol/l and 3.5 mmol/l within 10 minutes. No adverse event was reported. The product cannot be returned for legal and customs issues.